Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from USA: "leaking on distal end of tubing."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "leaking on distal end of tubing. Death/serious injury: no; human harm: no; need for medical intervention: no".